Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death. The cause of death was reported as cardiac disease. It was reported pd therapy was ongoing at the time of death, it is unknown if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device was tested and passed electrical testing, but failed the functional test for no display with alarming. External & internal inspections performed and revealed no problems. During the sample evaluation, attempts were made to power on the device with the display. When they display was powered on, "therapy was reset" appeared on the display. As such, the log was not able to be downloaded and an event history log review could not be performed. The device pneumatic system functioned properly. Device passed seal, purge & wet disposable integrity test, and successfully completed the therapy. No failure or malfunction was identified that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.